Manufacturer narrative:
(B)(4) date sent to FDA: 10/26/2020. Additional information: b7, d6. Additional information was requested, and the following was obtained: the patient demographic info: age, weight and bmi at the time of index procedure. [Ans: unknown]. Date and name of initial surgical procedure? [Ans: (B)(6) 2020, vagina hysterectomy + tvto]. The diagnosis and indication for the initial surgical procedure? [Ans: unknown, urinary incontinence]. What were current symptoms following the index surgical procedure? Onset date? [Ans: n/a]. Other relevant patient history/concomitant medications. [Ans: unknown]. Product code and lot number? [Ans: product code: 810081, lot number: 3935598]. What is physician¿s opinion as to the etiology of or contributing factors to this event? [Ans: the physician does not have a clear idea on/ does not understand why the plastic sheath slipped inside the patient¿s body after tension adjustment.] Approach of the index surgical procedure? [Ans: vaginal hysterectomy, tvto]. Was the sheath on one side or both sides left in the patient? [Ans: a 7-8cm segment of one side of the sheath was left inside the patient.] Were there any adverse consequences to the patient due to the retained sheath? [Ans: no consequences up till now]. If the sheath or mesh was removed, when was the procedure date? [Ans: the plastic sheath has not been removed.] Were there any deficiencies or anomalies noted with mesh device? [Ans: no]. Was another tvt device or another type of sub-urethral sling device implanted? If yes, date and type? [Ans: a second tvto was used in the same operation following failure to remove the plastic sheath from the first tvto (the mesh from the first tvto was removed prior to implanting the second tvto)]. What is the patient's current status? [Ans: no consequences from the sheath so far]. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to FDA: 10/06/2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Approach of the index surgical procedure? Was the sheath on one side or both sides left in the patient? Were there any adverse consequences to the patient due to the retained sheath? If the sheath or mesh was removed, when was the procedure date? Were there any deficiencies or anomalies noted with mesh device? Was another tvt device or another type of sub-urethral sling device implanted? If yes, date and type? What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2020 and mesh was used. It was reported that part of the plastic sheath that covers the mesh was left inside patient's body. During tension adjustment, the plastic sheath slipped inside patient's body and could not be removed. Additional information has been requested.